Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced a battery failure. The problem was found upon power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'battery failure, will not hold a charge' refers to an issue with the battery retaining a charge, and is not an issue with detection of battery alarms; thus not a reportable condition as initially indicated. Visual observation found corroded contact pins which may prevent proper charge delivery to battery. The device was found unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.